Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
End user opened back door to vehicle to let her service dog in the car when she bumped the joystick with the door and allegedly the joystick pushed into the arm of the unit causing it to kick into 5th gear pushing her into her vehicle crushing her legs.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
End user opened back door to vehicle to let her service dog in the car when she bumped the joystick with the door and allegedly the joystick pushed into the arm of the unit causing it to kick into 5th gear pushing her into her vehicle crushing her legs.